Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and bypassed the main hard drive bay and connected directly to the mother board which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that system was not booting up. Upon further inspection, philips field service engineer (fse) inspected onsite and confirmed that the system seemed to be powered up, but the host pc was not booting up. Fse bypassed the main hard drive bay and connected the hard drive directly to the motherboard and rebooted the system and the host pc booted up properly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.